Manufacturer narrative:
H.6. Investigation: two samples were received from the customer for investigation. The returned samples were leak tested with neither of the samples leaking when tested. A device history record (DHR) review was performed on the batch associated with this investigation. The DHR reviews did not reveal any defects or issues reported and no quality notifications were issued. (B)(4) was initiated.

Event description:
Material no.: 309653 batch no.: 9056801. It was reported that the bd luer-lok¿ tip syringe the syringe is leaking. This occurred on 2 separate occasions but the date/time and or patient information is unknown. The following information was provided by the initial reporter: I have another syringe 60ml that pharmacy is stating is leaking.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
Material no.: 309653, batch no.: 9056801. It was reported that the bd luer-lok¿ tip syringe the syringe is leaking. This occurred on 2 separate occasions but the date/time and or patient information is unknown. The following information was provided by the initial reporter: I have another syringe 60ml that pharmacy is stating is leaking.